Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. The patient tolerated the procedure. On (B)(6) 2019, follow-up imaging determined the contralateral leg component on the right side had migrated proximally (distance unknown) and a distal type I endoleak was confirmed. On (B)(6) 2019, the patient underwent endovascular reintervention and the right internal iliac artery (riia) was coil-embolized, and two additional contralateral leg components were placed to reline the right side and with intentional coverage of the riia. The procedure was concluded without any further complications.